Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported single leaflet device attachment (slda) cannot be determined. The medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had a rotated heart and a restricted posterior leaflet. An ntw was inserted and successfully deployed on the mitral valve, reducing mr to a grade of 1-2. Post deployment, to treat an atrial flutter, the physician decided to use a direct-current (dc) cardioversion-defibrillation. It was then observed via transesophageal echocardiography that the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. To stabilize the slda, an additional clip was successfully deployed, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.